Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion battery (s/n (B)(4) did not power on the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.